Manufacturer narrative:
It is unclear which device actually caused the injury (i.e. The sls ii or the 7f japan lifeline ablation catheter). Because of this uncertainty, we are reporting this adverse event against the sls ii, however, it cannot be ruled out that the ablation catheter caused or contributed to the injury.

Event description:
This was a transvenous lead extraction case to remove two leads, one ra and one rv lead, due to cied pocket infection. The rv lead ( bsc 438-35s, rv pacing, implanted 48 months) was prepped with an lld-ez and extracted successfully using a 12f sls ii laser sheath. The ra lead (bsc 438-25s, ra pacing, implanted 48 months) was prepped with an lld-ez, which was not able to be passed all the way to the end of the lead, and was locked at the middle portion of the lead. The physician begain lasing on the ra lead with the 12f sls ii, advancing to the proximal electrode, until it could advance no further. Upsizing to a 14f sls ii, the physician began to lase again, however he was unable to advance further because of a sharp bend in the lead. Using a 7f ablation catheter, the physician used a femoral approach to attempt extraction. When the ablation catheter attempted to pull the ra lead into the ivc, the patient's blood pressure dropped. A thoracotomy was immediately performed, and a ra wall tear was found and repaired. The patient survived the intervention.